Event description:
While pushing a wheelchair down the hall, the attached valve on the oxygen tank blew off. There was no bumping of the tank. The respiratory therapist stated that the valve was leaking very loudly, was the filling valve. The leak was unable to be stopped and had to wait until the oxygen tank completely emptied.